Event description:
It was reported that during cleaning conducted at the user facility the indexing latch of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning conducted at the user facility, the indexing latch of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the indexing latch was duplicated by a manufacturer repair technician through visual inspection. Upon inspection it was found that the press fit seam had slipped and the indexing latch had fractured, which can be caused by a material fatigue issue or impact.